Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(pli in system report), serial/lot : -, ubd:unknown, UDI:unknown product ID:(pli in system report), serial/lot : -, ubd:unknown, UDI:unknown product ID: 9735764, product ID: 9735785, UDI:unknown product ID: 9736411, UDI:unknown product ID: 9735740, software version #: 2.1.0 h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation/imaging system . It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. Hardware parts were replaced, although the work order did not specify which parts were replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c13, and d02 apply. A110201 applies to system intermittently goes unresponsive. A0902 applies to both screens froze. A1301 applies to either unresponsive to touch or the touchscreen functionality was delayed. A110301 applies to cursor did not always act normally (it may appear delayed, click on unintended things, etc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system intermittently goes unresponsive. The issue was first identified on (B)(6) 2024 while a clinical specialist (cs) was verifying an instrument for a case. When the issue occurred, both screens froze and were either unresponsive to touch or the touchscreen functionality was delayed. The mouse seemed to work when the issue occurred, but the cursor did not always act normally (it may appear delayed, click on unintended things, etc.). The issue seemed to resolve itself after 1-2 minutes or after a reboot. Troubleshooting was performed, and the covers that hide the cable connections were removed from the back of each monitor. It was verified that the universal serial bus (usb) cable responsible for touchscreen functionality was properly seated. A probable cause of the issue was a possible malfunctioning computer, but technical services (ts) recommended monitoring the system further before replacing any components at this time. Other possible causes were solid-state drive (ssd) or software. There was no patient involvement reported.

Manufacturer narrative:
2024-dec-10 carlss11:gap report identified error in medwatch g2 field where healthcare provider (hcp) was included accidentally, when source should have been manufacturer representative (rep) alone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) called to report that after successful computer replacement, getting all the software installed, importing surgeon profiles, the rep reported that the camera cart monitor displayed a black screen upon boot up. A soft reboot on the system was performed 3 times before a hard reboot was performed on the system. Upon hard reboot, camera cart monitor displayed black screen, and issue was unresolved. The rep ran a self-test, under software information tab, the main cart monitor was connected, and camera cart monitor was disconnected, as well as external monitor was disconnected, and hud monitor was connected. Under internal network status tab, all camera cart status's connected. In stealth station configuration under system settings, external display was changed to auto. The system was then rebooted. Issue still occurred. The rep then switched high-definition multimedia interface (hdmi) cables ports: microscope converter and hdmi video output on the main cart computer, which resolved the issue. It was confirmed that the camera cart was functioning as intended.

Manufacturer narrative:
H2, additional information: it was reported that the computer [product: 9735764r, lot: unknown] was previously replaced. The reason they were having install issues with the new computer was because the date was incorrect. Once the manufacturer representative (rep) realized this, he used the same solid state drive (ssd) [product: 9736411r, lot: unknown] and the new computer as the initial fix. Once the system froze again after the computer swap, the displayport (dp) cable [product: 9735785, lot: unknown] was replaced. The ssd was not replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) a software analysis was performed for this event. In summary, as the logs were not available, there was insufficient information to assess whether a software anomaly contributed to the reported behavior. Previously reported code, b01, is applicable as well as newly reported codes, c20 and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: update. H2-h6: the computer, product ID: 9735764, lot: 2425f03323, was returned to the manufacturer for analysis. Through functional testing and visual and physical examinations, the computer was found to be fully functional. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-digital visual interface (dvi), hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing. Codes b01, c19, and d14 are applicable to this analysis. H2-h6: the ssd, product ID: 9736411, lot: s6psnu0x104046f, was returned to the manufacturer for analysis. Through functional testing and visual and physical examinations, the analysts were unable to duplicate reported complaint. The ssd booted without issues and previously installed apps functioned normally without failure. S.m.a.r.t data & self-test reported no errors on the drive. The drive functioned without failure. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.